Event description:
In 2008, the pt reported that since beginning use of the infusion device 2 years ago, she had experienced "several pump failures" and the infusion device "has not notified me of the failure." She feels the infusion device does not deliver insulin properly and her hba1c has increased from 5.8 to 6.7. On two days prior, she stated that she bolused, ate dinner, and her blood glucose measured 320 mg/dl. She injected insulin through a syringe to lower her blood glucose. She stated that she disconnected from her infusion site and performed a prime and did not see insulin drip from the infusion tubing. She primed 3 times and insulin dripped from the infusion tubing. The following morning her blood glucose measured 99 mg/dl. Her physician recommended blood glucose level is 110-250 mg/dl. Troubleshooting did not reveal any product issues. Programmed boluses were listed in the history of the infusion device. She stated that she began taking a medication for arthritis in approx three months prior to original month, but her physician did not believe it would affect her blood glucose. Her physician recommended that she increase her basal rates from 0.5 units per hour to 0.7 units per hour. She stated that she instead increased the basal rates to 6.0 units per hour. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.